Event description:
Orig. Surg. In 02. I&d wound dehiscence. Left humeral head special surgery for osteonecrosis, replacement with fresh osteochemical allograft and grafting. Pt persisted with drainage and erythema.